Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger rod was difficult to move, rubber stopper separates, and the needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9119561. Verbatim: consumer reported plunger rod difficult to move, rubber stopper separates from plunger rod, needle hub separated and stayed inside of the shield. Consumer does not re-use, sending samples for evaluation.